Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgeon reported a patient with an unexpected result following lasik surgery. After review of data received for this patient, she was noted to have an undercorrection.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the date of treatment. Log file review shows all laser system functions were within specifications for the respective treatment. No technical root cause was identified as the product was found to be within specifications. The root cause was the surgeon entering in the machine only part of the pre op refractive values, resulting in remaining impaired visual acuity. (B)(4).